Manufacturer narrative:
Multiple incorrect weight change detected alarms occurred on the dialysate, effluent and replacement scale. The alarm "incorrect weight change not cleared" required them to return the pt's blood. The attending physician was present at that time and decided that the pt would not benefit from crrt therapy, so no further treatments were attempted. The pt expired in 2006. The pt was not connected to a prismaflex machine when he expired. However, when made aware, gambro's policy is to inform authorities about deaths that occur within 24 hrs after treatment. According to sicu nurse mgr, the pt did not sustain any injury nor require any medical intervention as a result of these incidents, and it is not possible to determine whether the decision to not treat the pt with any form of intermittent or continuous renal replacement therapy contributed to his death. Gambro has issued a rebuild order regarding mandatory scale replacement to address the issue with drifting scales. All scales were changed to the new and improved version on this machine (different from the old version scales mentioned in the event description). The machine has been verified to operate within MFR's spec after the exchange of the scales and have been authorized to return to clinical use. Further investigation into this incident is ongoing.